Event description:
It was reported that, "surgeon could not get cup to sit so he banged/hit it hard and tip broke. Three tips broke (1 long and 2 short ones). Cup fine. Pt fine. Impactor tips broke during surgery."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.